Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Total patients involved: 141 (30 male and 111 female), age: 73.3+/-9.5 years (mean age), weight-65.4+/-12.1 kg, height-1.62+/-00.9. It was reported via literature titled "a prospective, international, randomized, noninferiority study comparing an implantable titanium vertebral augmentation device versus balloon kyphoplasty in the reduction of vertebral compression fractures (sakos study)" a total of 141 patients (30 male and 111 female) in which 68 patient underwent titanium vertebral augmentation device(tivad) and 73 underwent balloon kyphoplasty(bkp). Adverse events were similar for both groups (41.2% in the tivad group and 45.2% in the bkp group). The most frequent serious adverse event were lumbar vertebral fractures (six patients with tivad; five patients with bkp) and thoracic vertebral fractures (four patients with tivad; seven patients with bkp). Aes related to procedure (non-serious events): thoracic vertebral fracture in five patients with bkp; non-serious rib fracture in one patient with tivad. Pain relief was significantly more marked in the tivad group compared to the bkp group at 1 month (p=0.029) and at 6 months (p=0.021) after surgery. No patient required surgical re-intervention or re-treatment at the treated level. Adverse events: adjacent fractures, lumbar vertebral fractures and thoracic vertebral fractures. Conclusion: study results demonstrated non-inferiority of the tivad to the predicate bkp with an excellent risk/benefit profile for results up to 12 months.